Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4057m58 implantable pacing lead, (B)(6) 1996. (B)(4). Device not received by manfacturer.

Event description:
It was reported that there was no telemetry and no pacing output, and that the device was at eos (end of service). It was noted that the patient had been lost to follow-up for two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.